Manufacturer narrative:
The device reportedly involved in the incident described has not yet been submitted for examination. Additional information on the other system components used in this case has been requested, as well as the return of the devices involved for examination. Any findings will be presented in a follow-up report, if applicable.

Event description:
Canadian authority informed us on june 18 that one of our products was involved in a case in which the patient sustained a laceration.

Manufacturer narrative:
The distributor confirmed that the involved skull pins were discarded by the hospital and are therefore not available for analysis. Additional information on the other components of the headrest system used in this case, such as the skull clamp, are not available. The root cause of the problem can not be conclusively evaluated, as the involved device(s) are not available for analysis. Our experience is, that the pinning technique is a major factor in terms of the occurrence probability of slippages. We refer to our corresponding recommendations described the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The customer's attention is drawn to the pinning recommendation stated wihtin the product's IFU. The customer is furthermore advised of the importance of retaining/returning medical devices involved in such incidents resulting in patient injury or other unexpected risks, as well as identifying the other components of the headrest system used. The following contents were adapted within this follow-up reporting: b6, g3, g6, h2, h6 (b,c,d), h11.